Manufacturer narrative:
This complaint has been generated based on findings discovered during the post-market surveillance literature review. The article can be found at https://www.injuryjournal.com/article/s0020-1383(21)00435-6/abstract. The alleged event could not be confirmed, since no additional information was received from the author or the article. More detailed information about the patient medical history, the event circumstances, and medical reports must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature entitled ¿radiographic and clinical results of modified 2-incision sinus tarsi approach for treatment of calcaneus fracture¿, published in 2021, which is associated with the darco plates which can be reached at https://www.injuryjournal.com/article/s0020-1383(21)00435-6/abstract. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. Allegedly, the author indicated that 3/34 cases (33 patients) experienced wound complication. This is patient # 3 out of 3.